Manufacturer narrative:
Analysis is taken from a trending report of eval or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
The pt reported she has developed redness under the tape collar of the device over the past year. The affected area extends approx 0.5 inches out from the wafer. She is currently using a prescribed antifungal spray on the affected area. No add'l info is available.